Manufacturer narrative:
(B)(6).

Event description:
It was reported there was severe resistance. A 2.0/17/25 leveen needle electrode was selected for use to treat liver cancer. After puncture with the needle, there was severe resistance while advancing. Usage was discontinued. A different device was selected to complete the procedure. There were no patient complications.